Event description:
It was reported that during use there was leakage past the stopper with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter: it was reported that when flushed, the rubber piece of the plunger does not make a seal and allows blood to squirt out of the back of the syringe.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Lot # is unknown. A device history review could not be completed as no batch number was provided. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that during use there was leakage past the stopper with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter: it was reported that when flushed, the rubber piece of the plunger does not make a seal and allows blood to squirt out of the back of the syringe.